Manufacturer narrative:
H3: product analysis of product:9560100, lot: 2063459r analysis confirmed that the phenomenon of the request was not observed during the incoming inspection, but it was observed that the outer tube was broken. D4: lot number was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product: 9560100, lot no:1192806 analysis confirmed that the requested phenomenon could not be observed during the incoming inspection, but it was found that the outer tube was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that the device was cloudy. No adverse event occurred to the patient. There were no further complications that were reported.